Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. This follow-up report is being submitted to relay additional information. The complaint is confirmed for two instinct java blockers for the failure of stripped/damaged threads. This device is used for treatment. No medical records were provided with the complaint. Inspection. The products were not returned for review, but photos were provided. When reviewing the photos, it appears that the threads on both blockers are damaged. The complaint is confirmed. DHR review. The DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Potential root cause. A definitive root cause cannot be determined with the information provided. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the threads of two blockers were stripped during surgery. They were both removed and replaced with alternative blockers to complete the procedure without reported patient impacts. This is report two of two for this event.

Manufacturer narrative:
The returned device was evaluated; visual inspection confirmed both devices have thread damage. There are no other changes from the prior investigation. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the threads of two blockers were stripped during surgery. They were both removed and replaced with alternative blockers to complete the procedure without reported patient impacts. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports: 3003853072-2020-00108.

Event description:
It was reported that the threads of two blockers were stripped during surgery. They were both removed and replaced with alternative blockers to complete the procedure without reported patient impacts. This is report two of two for this event.